Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately one (1) year post initial procedure, the patient presented at routine follow-up with aneurysm sac growth (unknown diameter) and a potential type ia endoleak due to irregular-looking rings of the main body from a mural thrombus. The patient is reportedly in stable condition, and the physician plans to re-intervene but surgery has not been scheduled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto type ia endoleak with aneurysm enlargement is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest the planned additional endovascular procedure with a palmaz stent was completed. This finding was discovered during an examination of the angiogram dated (B)(6) 2022. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient was not reported, however there was no evident endoleak post secondary additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately one (1) year post initial procedure, the patient presented at routine follow-up with aneurysm sac growth (unknown diameter) and a potential type ia endoleak due to irregular-looking rings of the main body from a mural thrombus. The patient is reportedly in stable condition, and the physician plans to re-intervene but surgery has not been scheduled. Additional information: clinical assessment identified that a re-intervention was completed on (B)(6) 2022; the physician implanted a palmaz (non-endologix) stent, which resolved the endoleak.